Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 600mg/dl. The customer's current blood glucose was 377mg/dl. Customer treated with manual injection and pump. The insulin pump passed the high pressure test, no delivery alarm received. Customer made adjustments on the tubing clamp and now we have no delivery. Based on troubleshooting we have determined the pump is working as designed and I advised the follow up with health care provider.